Event description:
It was reported that this patient with this right atrial (ra) lead was admitted to the intensive care unit (ICU) of the hospital. This ra lead exhibited pace impedance measurements of greater than 3,000 ohms, low amplitudes and unstable high threshold measurements. An x ray image revealed a lead fracture, noting it was difficult to judge whether there was a loose pin. After consulting with the physician, it was decided that the lead measurements would be taken again after this patient is transferred from the ICU to the general ward. No adverse patient effects were reported. Additional information was received that this patient was not hospitalized in the ICU due to the reported high impedance on this ra lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right atrial (ra) lead was admitted to the intensive care unit of the hospital. This ra lead exhibited pace impedance measurements of greater than 3,000 ohms, low amplitudes and unstable high threshold measurements. An x ray image revealed a lead fracture, noting it was difficult to judge whether there was a loose pin. After consulting with the physician, it was decided that the lead measurements would be taken again after this patient is transferred from the ICU to the general ward. No adverse patient effects were reported.